Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the anvil part of the device was broken when the reload was articulated in the patient. The right side of reload was bent. The device was replaced by a new one to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Photographic inspection noted that a tissue stopper was bent and that t he loading unit jaws were open. Visual inspection of the cartridge noted that the loading unit had a full complement of staples. The anvil clamping mechanism was deformed. The tissue stop on the right side of the loading unit was peeled back towards the distal end. Functionally, the loading unit was loaded into a post market vigilance (pmv) instrument. The loading unit was applied to test media. All staples were placed, and the test media was cleanly transected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the tissue stop deformation may occur when the tissue stop catches on the trocar during removal, or if an attempt is made to remove the device while in the articulated position. Any forceful effort to remove the loading unit will result in the tissue stop being peeled distally and prevent the loading unit from being removed from the trocar. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.